Manufacturer narrative:
(B)(4). Describe event or problem; corrected data: it was noted the white serial cable, which was determined to be causing the issue, was cut and discarded. This information was left off of the initial MFR. Report. Additional manufacturer narrative and/or corrected data; corrected data: this information was inadvertently left off of the initial MFR. Report.

Event description:
It was noted the white serial cable, which was determined to be causing the issue, was cut and discarded.

Event description:
It was reported that the company representative had to replace the physician's tablet serial cable. It was confirmed that the appropriate troubleshooting was performed, verifying the issue was isolated to the serial cable. It was noted the physician kept getting an error message and was unable to interrogate the patient's device successfully. A different programming system was used confirming there were no issues with the patient's device and no patients were affected by the faulty serial cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.